Event description:
Health professional reported that after injection with 2 syringes of juvederm ultra plus xc (same lot number for both syringes) in the nasolabial folds, marionettes, oral commissures, and chin, the left nasolabial fold was described as red, swollen, bruised, very sore, and dusky white/grey color which was thought to possibly be an "occlusion" of circulation and "necrotic". The cause was impossible to ultimately determine per the reporter, but the symptoms "seemed associated with the second injection on that side". Treatment of symptoms was hyaluronidase and nitro paste, aspirin, warm compresses, and flamazine. Treatment was stated as to "prevent further necrosis" and to "prevent scarring" and has resulted in "pink new skin" and the injector states that the treating physician now considers the symptoms resolved.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2012. Device evaluation: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. The attributability is then impossible to determine.